Event description:
It was reported that the 2800 system would not boot up. Also reported that power had been fluctuating the night before. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. The system was tested and found to be working as intended and placed back into service.